Event description:
The customer received a blood glucose reading of 12mg/dl on the contour meter, re-tested on a contour next and the reading was 339mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to her.